Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 466 mg/dl. Customer advised when they pressed the plunger insulin did not get inside of the tubing. Customer advised they have had bent cannulas in the past. Customer declined to troubleshoot the insulin pump and their high blood glucose levels. Customer advised they would follow up with their healthcare provider.